Manufacturer narrative:
(B)(4).

Event description:
A couple of months ago, the pt started to experience no stimulation sensation. The impedance measurements were greater than 4,000 ohms on some of the bipolar pairs. Additional information has been requested.